Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was implanted in (B)(6) 2013 with a replacement implantable neurostimulator (ins). It was later reported that the reason for the replacement of the ins was due to lead migration. It was noted that the patient mentioned a fall incident (not related to stimulation) and had stimulation in the ribs. Therefore, an x-ray was requested by the doctor. After the fall the patient was seen (B)(6). It was noted that once it was determined that the lead migrated surgery was scheduled. It was also noted that the device was reprogrammed so that there was less stimulation in the ribs but it was limited due to migration. There were no apparent malfunctions from the device and it was not retrieved to be sent back. As of (B)(6) 2014 this was the only information that was available. It was later reported that the manufacturer representative was notified about the patient¿s fall on the visit on (B)(6) 2013. It was later reported that the manufacturer representative first became aware of the possible lead migration when they saw the patient (B)(6) 2013. It was noted that the insurance company took ¿so long¿ to give approval for the replacement.